Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of signal and sensing issues on the discriminator channel which resulted in the delivery of inappropriate anti-tachycardia pacing (atp) therapy. No intervention was performed. There were no patient consequences.